Event description:
A malfunction alarm known as malf 0 was reported without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided assistance with resetting the pump, and the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support if the issue arose again.